Event description:
A malfunction was reported, identified with a specific fault code. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur afterward.